Event description:
It was reported that a spectrum pump experienced free flow with a set loaded. It was reported that this occurred during an infusion on a pt. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report wil be provided when the investigation is completed.